Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse performed preventive maintenance and replaced some screws, cuvettes and tubing assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that for several weeks there was a small leak dripping behind the cartridge chemistry (cc) sample syringe of the unicel dxc 600 pro synchron clinical system. The customer stated that it was a small greasy black drip and did not believe the leak was from the syringe barrel. The customer stated that the leak did not affect any chemistries or patient results and no contact was made with any operator.